Event description:
It was reported by service report that the bed got stuck in an elevated position, and would not lower. It is unk if there was pt involvement or if there were adverse consequences to report.